Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel cable on a mega suturecut needle driver instrument raptured. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. It was unknown what surgical task was being performed when the issue occurred. The customer stated that the instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing the grips, left/right (yaw) motion of the grips, or up/down (pitch motion) of the wrist. There were no cables visibly protruding from the distal end of the instrument. A cable controlling opening/closing of the jaws only on one side is protruding. The customer informed that the protruding cable controls the up/down motion. Reportedly, no fragment fell inside of the patient. Isi did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.